Manufacturer narrative:
Evaluated 1 open/used reservoir. Reservoir was partially returned. Customer returned empty barrel only, with physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they lip ring was missing in reservoir. The customer¿s blood glucose level was 135mg/dl. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.